Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that device detachment occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During advancing on the guide wire to insert it into the y-connection, the border between the white tip part at the tip and the transparent part was separated. No fragments went inside the patient. The procedure was completed with another of the same device. No patient complications were reported.